Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the dermabond broken according to instructions for use (IFU)? Yes. Was it difficult to break the ampoule (was extra force needed to break the ampoule)?no. Was the ampoule crushed repeatedly? No. What was done to treat the shard penetration? Site cleaned with alcohol, hand washing, bandaid was medical or surgical intervention required? No other medical intervention needed. Lab drawn on patient to check for blood born pathogens ((B)(6), etc.). What is the status of the surgeon injury today? No continued issues. Can you identify the lot number of the product that was used? No.

Event description:
It was reported that the surgeon performed a laparoscopic cholecystectomy procedure for the patient on (B)(6) 2017 and the topical skin adhesive was used on the patient's skin of trocar incision. When the surgeon crushed the ampule with her fingers, a shard of glass penetrated the plastic covering and entered the surgeon's left index finger through the glove. There were no adverse consequences for the patient reported. The doctor's site was cleaned with alcohol, hand washing and band-aid. Lab drawn on the patient to check for blood born pathogens. No other medical intervention was needed and there are no continued issues for the surgeon.